Event description:
It was reported that the collimator on the 9800 system coned down and startd to reboot during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and x-ray controller boards were replaced. The voltage was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.